Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post left ventricular (lv) lead revision, there were high lv lead thresholds. The lead is still in use. No patient complications have been reported as a result of this event.